Event description:
A hemodialysis catheter was inserted into a patient in interventional radiology and that patient was then sent to the dialysis unit. The dialysis unit reported that the catheter was leaking. The patient was sent back to interventional radiology and saline was injected into the catheter. Holes were found at the hub. A second catheter was placed and saline was injected into this one. Again, holes were observed near the hub of the catheter. A third catheter was placed and saline was injected and no holes were seen. The second catheter that was placed was saved for evaluation and return to the manufacturer. Manufacturer response for acute hemodialysis catheter, schon xl acute hemodialysis catheter (per site reporter): we will be arranging for the catheter to be returned to angiodynamics for failure analysis.